Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as bilaterally very tortuous; with mild calcification. Aortic neck diameter was reported as 25-28 mm with a 12 mm length. Iliac access was good with an 8mm diameter and 12mm length bilaterally. After successful deployment of the stent graft, a type ii endoleak at the lumbar arteries or a type I proximal endoleak was noted. The physician thought that the leak was under control, but decided to implant another MFR's stent graft and used a reliant balloon to dilate the neck at the top of the fabric. The lead was then better, but some contrast still could be seen. Because the pt's creatinine was 2.5, the physician decided to stop and f/u with a CT scan in 30 days. This pt was not a surgical candidate due to his poor lung capacity and prior surgeries. The pt is fine and will continue to be monitored. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: endoleak, aneurysm rupture. Source of endoleak is unk. Eval, conclusion: source of endoleak is unk.